Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that tandem charging cable got stuck in the pump causing damage to charging port. Resulting in difficulties charging the pump. The customer's blood glucose level was 219 kmg/dl. Reportedly,the customer reverted to an alternate method of insulin therapy.